Event description:
The consumer reported that there was a loss of stimulation; the left side stimulation did not work at all on (B)(6) 2016. The patient turned off stimulation, turned it back on, and both sides started. On (B)(6) 2016, left side stimulation was not working again. It was noted that the program called and left a message for the manufacturer representative and the patient had an appointment with the healthcare professional for (B)(6) 2016. The patient requested to speak with a second manufacturer representative. It was further reported that the patient was on program 1 at 3.40v for the feet and legs, and the patient had a program 3 at 2.40 for the back. The patient did not have a program 2 and the patient was getting nothing in the left leg. In addition, the patient had back pain from the surgery; this pain started on (B)(6) 2016. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient had left a voicemail for the manufacturer representative and the manufacturer representative planned to call the patient back. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.